Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that their blood glucose values were running from 500mg/dl and 400mg/dl and 300mg/dl. Customer couldn't troubleshoot for the high blood glucose values because of the shoulder accident and the shoulder was hurting. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken reservoir tube lip. Product yes meets specification noted.